Manufacturer narrative:
Citation: worku b et al. Predictors of persistent tricuspid regurgitation after transcatheter aortic valve replacement in patients with baseline tricuspid regurgitation. Innovations (phila). 2018 may/jun;13(3):190-199. Doi: 10.1097/imi.0000000000000504. Pub 2018 may 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients with moderate to severe tricuspid regurgitation undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2009 and 2014. The study population included 369 patients (predominantly female; mean age 85.6 years), 10 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 90 deaths occurred within the 1-year follow-up period. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: vascular access complications requiring treatment, myocardial infarction, cerebrovascul ar event, atrial fibrillation, major/life-threatening bleeding, minor/major vascular complications, moderate/severe aortic regurgitation, moderate/severe right ventricular dilation, and moderate/severe right ventricular dysfunction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.